Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was improper loading of the cassette. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a leak in the tubing while using the homechoice machine. The technical service representative (tsr) assisted the home patient (hp) to end therapy and start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6)-2011. The patient stated the cause of the leak was that the cassette tubing had been pinched in the door which caused a hole in the line. The hole was not there prior to therapy. New supplies were used to clear the alarm and therapy had been going fine since the event. No patient injury or medical intervention was reported.